Event description:
"I had to explant, 2 months after having implanted it, the ambicor implant of my pt, it has always been impossible to deflate this prosthesis and the pt complained about big pains." "There was no kink on the tubing, but there was a suppuration on the anterior part of the left cylinder."